Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic hysteromyomectomy procedure, the loop wire at the distal end of the resection electrode broke off and fell into the patient. However, no fragments remained inside the patient since they were reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.